Manufacturer narrative:
Investigation results completed on a smiths medical cadd legacy 6400 pump. Device arrived in good physical condition. Keypad removed and event log opened and revealed alarm code 1720. When further testing was done, this alarm could not be duplicated after many attempts to restart and power up device. The alarm code indicates back up capacitor failure. Actions then was taken to replace rtc battery as preventative measures. No fault was found on pump and preventative measures were initiated. Unknown cause of event.

Event description:
Information received a smiths medical cadd-legacy 6400 pump alarmed error code 1720. Event occured while testing and no patient involvement.